Manufacturer narrative:
Follow-up/new information ((B)(6) 2015) - new information obtained by email from a second reporter (the patient's son) on (B)(6) 2015 and finally verified on (B)(6) 2015, indicates that the meter involved in this complaint was actually onetouch verio2 serial number (B)(4) and the test strips were onetouch verio (lot number unknown), and not the products previously reported. Additionally, the reporter claims that the patient "passed out" and that "the doctors told her she was about 30 minutes away from death as she gave herself too much insulin". All other information previously reported is still valid.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On july 27, 2015, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch ultraeasy meter read inaccurately high compared to continuous glucose monitoring (cgm). The complaint was classified based on the customer service representative (csr) documentation. The reporter alleged that the issue with the meter started on (B)(6) 2015, at 3:30pm when the patient tested her blood glucose levels and obtained an alleged inaccurate high result of ¿hi¿. The patient manages her diabetes with insulin (self-adjuster). The reporter claimed that as a result of the reading the patient obtained, she administered 20 units of novorapid insulin. The reporter claimed that at 8:30pm, the patient tested her blood glucose levels again and obtained another alleged inaccurate high result of ¿hi¿. The reporter claimed that as a result of the reading the patient obtained, she administered a further 20 units of novorapid insulin. The reporter alleged that approximately one hour later, at 9:30pm, the patient ¿suddenly became very drowsy and disorientated¿. The reporter indicated that between 9:30pm and 10:30pm, ¿nothing was done¿ for the patient, but that at 10:30pm the reporter contacted the ambulance service and was advised to give the patient ¿some honey¿. He reported that the ambulance service arrived at 10:50pm and paramedics obtained a result ¿1.7 mmol/l¿ on the ems meter. He alleged that the patient was then given IV glucose. No further readings were provided. The reporter claimed that the patient was observed by paramedics until they left at approximately 1:00am on july 27, 2015. The reporter indicated that on the morning of july 27, 2015, he purchased an accu-chek meter and at 12 noon the patient obtained a reading of ¿28.2 mmol/l¿ on the new meter. The csr advised provided advice that the patient should consult her doctor. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure and her test strips had been stored correctly. However, the reporter did not have control solution available with which to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the reporter claimed the patient obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result and reportedly developed symptoms of severe hypoglycemia which required intervention by healthcare professionals after the alleged meter issue began.